Event description:
It was reported that this spectrum pump had several occurrences of "upstream occlusion" in the history log. The customer reported that the device was being used by the nursing staff but there were no adverse effects to patients.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.